Manufacturer narrative:
The results of this investigation concluded leaflets 1 and 2 contained tears. Leaflet 2 was fibrotically thickened and there was focal fibrous thickening at the bases of leaflets 1 and 3. There was focal inflow thrombus on the base of leaflet 3. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, thrombus, and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2014, an aortic valve replacement was performed and a 21 mm trifecta valve was implanted. On (B)(6) 2017, aortic regurgitation was confirmed and the patient was hospitalized for monitoring. On (B)(6) 2017, the patient required a redo avr. The trifecta valve was explanted and replaced with a carpentier-edwards perimount magna ease valve (model unknown). Upon explant, a leaflet tear was observed at the stent post between the ncc and the rcc and the torn leaflet became prolapsed.